Event description:
It was reported that following an artificial urinary sphincter implant, the patient still had problems with stress incontinence and the reservoir was just under the skin. Additional information received indicated the patient stated the device was not working properly. The patient was seen by the physician, but no further intervention was performed. Additional information received indicated that the patient had a scan done. The physician indicated from the scan results that the reservoir would need to be relocated and controller with tubing.

Event description:
It was reported that following an artificial urinary sphincter implant, the patient still had problems with stress incontinence and the reservoir was just under the skin.

Event description:
It was reported that following an artificial urinary sphincter implant, the patient still had problems with stress incontinence and the reservoir was just under the skin. Additional information received indicated the patient stated the device was not working properly. The patient was seen by the physician, but no further intervention was performed.